Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. Engineering investigation is currently in progress.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. The device was flushed prior to use. When the device was being advanced over a lunderquist guidewire, resistance was felt. Due to the resistance, the constraining mechanism was affected. Since the device was likely needing to be repositioned, due to challenging renal artery anatomy, it was decided not to use this device. The device was removed and another device was implanted without incident. The patient did well following the procedure.

Manufacturer narrative:
. Conclusion code 1 updated (B)(4). Results code 1 updated: (B)(4): the engineering evaluation stated the following: the device evaluation showed the following: the tuohy-borst valve appeared to be aligned with handle spine. No abnormalities were noticed. The leading olive appears to have been pulled approximately 3cm away from the device. The lock pin has been dislodged from its seating in the olive. Engineering attempted to insert a 0.035¿ lunderquist extra stiff guide-wire per instructions for use. Resistance was met and the guide-wire was able to be advanced only few millimeters at the tip of the leading olive. Engineering then attempted to insert the guide-wire through the tuohy-borst valve at the handle. The guide-wire was able to be advanced for approximately 70cm before resistance was met and the guide-wire was not able to be advanced further. Engineering deployed the device in order to visually inspect the delivery catheter. Damage to the guide-wire polyimide lumen was observed at two locations. The first location at approximately 4.5cm from the tip of the leading olive. The second location, at the torque bump assembly leading end, appears to correspond to the length of 70cm found when the guide-wire was inserted through the tuohy-borst valve. Based on the findings from this evaluation, the physician¿s observation that while the device was being advanced over a lunderquist guidewire, resistance was felt and the device got stuck, was confirmed. The observed guide-wire polyimide lumen damages are consistent with the observation that the leading olive has been pulled away from the device, which could result in the observed resistance met throughout the guide-wire lumen. The physician¿s observation that there was a disconnection from the constrained endoprosthesis and its olive, and that it was separated from the leading olive was not confirmed. The olive has been pulled away from the device. The likely cause for the resistance felt while trying to advance the device over the guide-wire could not be determined with the currently available information; however it is consistent with the observation of the leading olive being pulled away from the device and the observed damage on the polyimide guide-wire lumen.

Manufacturer narrative:
Updated.